Event description:
Patient was revised to address a broken stem due to what appeared to be stress shielding after 13 years. The proximal portion of the stem showed no evidence of ingrowth, while the distal portion was very well fixed and was removed via trephines.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Updated: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. An x-ray was obtained. The x-ray however is post revision and does not offer any information as to the fractured stem. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.